Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported device had failing patient side occlusions was not identified during the customer call. The tech support recommended to test setup for patient side occlusion was incorrect due to IV bag was positioned too low, pressure gauge was at the same height as the IV bag instead of being level with the pump module and line between the stop cock and the pressure gauge was 2 feet long, it should be at minimal length as possible. Illustration in the asm user manual and where to find the parts to make a short tube. Biomed will order the parts and call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 failing patient side occlusion. There was no patient involvement.